Event description:
The following was reported to gore: during a thoracoabdominal endovascular (tambe) procedure on (B)(6) 2026, gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted in the visceral arteries as branch devices. Access was made from the groin area. It was reported that a 7fr cook ansel sheath was placed inside an 8fr tourguide¿ steerable sheath. As the 8x59 vbx device was advanced into the superior mesenteric artery, the vbx device dislodged from the catheter. The physician was able to insert a secondary balloon that was slightly inflated into the vbx device. Using the balloon the vbx device was placed at the intended location and deployed with no issues. It was reported the dislodged vbx devices had problems tracking up and over a transfemoral approach in the tambe device. As reported, the patient is doing well following the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of the manufacturing records indicated the device met pre-release specifications. H6 - code b20: the device was implanted and was therefore not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. A second manufacturer report submitted for same patient during same procedure with same issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.